Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive by fire rescue. The patient appeared to be slumped over the couch, in rigor mortis, with both batteries disconnected. The device was silent, as it had no available power source. Reportedly, the patient checked in with a family member on the morning of (B)(6) 2022 and verbalized feeling unwell and having nausea. The patient then verbalized that they were going to go take a nap. When the family member attempted to contact the patient on the evening of (B)(6) 2022, no response was received. When the controller was retrieved by clinic staff, it was hooked up to a mock loop and log files were sent for analysis. The log file review reportedly did not find any unusual events. The log showed the patient attempting to perform battery exchange to fully charged set of batteries. It was later communicated that the cause of death was not confirmed, but suspected to be due to battery depletion. The device reportedly appeared to be operating as intended. There was no device malfunction. Related MFR number: 2916596-2022-13906.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion leading to pump stops was confirmed via the log file review. The log file spanned approximately 3 days (08sep2022 to 11sep2022 per the timestamp). A routine low voltage advisory alarm started on 11sep2202 at 13:28 due to depleting batteries. Multiple attempts were made to connect to different batteries on 11sep2022 at 15:05, at 16:27, and at 16:31; however, the batteries were not fully charged. The batteries continued to deplete, and the controller activated a no external power alarm 11sep2022 at 16:49 due to depleted batteries. The backup battery was able to provide power to the pump and depleted on 11sep2022 at 19:00 leading to pump stops. This led to the controller being reset sometime after 11sep2022 at 19:02. The controller was reconnected to a power source with a default timestamp of 01jan2000 00:00 without connecting to a driveline. A driveline was connected to the controller on 01jan2000 at 00:03 with a controller clock corrupt and routine power cable disconnect alarms. The controller was disconnected from the power and driveline on 01jan2000 at 04:06 and was turned off. No other notable alarm was observed. The returned hm3 system controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. The controller functioned as intended during analysis. Additional information on 22sep2022 stated that the cause of death is not identified, but the batteries were depleted. No device malfunction was observed. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. No further information was provided. The manufacturer is closing the file on this event.